Event description:
Hamilton co was notified in 2000 of an event which occurred this same year in which the instrument failed to pipette in position 12. No death or injury is associated with this complaint.